Event description:
The customer reported that there was a problem on the iris. This would likely result in the system failing to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The diaphragm unit was evaluated and replaced. The system was tested and found to be working as intended and returned to service.